Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Patient information and repair information were requested from the customer, but no response received.

Event description:
The customer reported that the ventilator went vent inop with internal temperature high at da pcba error. It is unknown if the unit was in use on patient and if there is any patient harm reported.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. The biomedical engineer could not duplicate the reported problem. The customer did not respond to the request regarding patient information. No further service call from this customer regarding this issue.